Event description:
According to the report, an ascending aorta replacement was performed for acute stanford type a aortic dissection in (B)(6) 2013. Bioglue was applied to the proximal false lumen. De-airing and priming of the syringe was performed. The target field was dry and the cusp and other areas were protected by wet gauze when bioglue was applied. Aortic regurgitation was found by an ultrasound scan in (B)(6) 2014 and re-operation was performed. Two perforations were confirmed. One perforation was approximately 5mm to 8mm and the other was 2mm; they were located at the left coronary cusp. No infection was present and a culture was not taken. There was no "condyloma" or external injury on the cusp or any tissue and the patient did not have a fever, therefore, there is no possibility of infection. The cusp and other tissue were protected with wet gauze and approximately 3 to 4ml of bioglue was applied only to the proximal false lumen.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, an ascending aorta replacement was performed for acute stanford type a aortic dissection. Bioglue was applied to the proximal false lumen. De-airing and priming of the syringe was performed. The target field was dry and the cusp and other areas were protected by wet gauze when bioglue was applied. Aortic regurgitation was found by an ultrasound scan and re-operation was performed. Two perforations were confirmed. One perforation was approximately 5mm to 8mm and the other was 2mm; they were located at the left coronary cusp. No infection was present and a culture was not taken. There was no "condyloma" or external injury on the cusp or any tissue and the patient did not have a fever, therefore there is no possibility of infection. The cusp and other tissue were protected with wet gauze and approximately 3 to 4ml of bioglue was applied only to the proximal false lumen. The manufacturing records for possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications. A review of this event was performed. Based on the information available at the time of this report, it is not possible to definitively determine the cause of the hole that formed on the left coronary cusp of the aortic valve postoperatively. It is not likely that bioglue caused or contributed to tissue necrosis that resulted in perforations on the coronary cusp given that bioglue was applied only to the proximal false lumen and the surgeon did not indicate that tissue necrosis was observed on the aorta, so the likelihood that necrosis would be observed on the cusp and not the aorta is not high. Furthermore, the cusps and surrounding tissue were protected with wet gauze during bioglue application which minimizes the possibility that bioglue inadvertently contacted the cusp and contributed to necrosis of the cusp. While it is feasible to consider that bioglue inadvertently adhering to the cusp resulting in the perforation being caused by force, the fact that the surgeon protected the cusp and surrounding tissue with wet gauze makes it unlikely that bioglue adhered to the cusp. Bioglue will only adhere to tissue at the time of application. If bioglue did inadvertently come in contact with the valve cusp in such a way to cause adherence to the adjacent valve sinus, then this would result in aortic valve insufficiency that would be immediately apparent following surgery. The report indicates that aortic regurgitation was noted approximately five months after surgery; this delay indicates that a mechanism other than bioglue adherence likely occurred. The root cause for the reported event cannot be determined; however, it appears that the event is unlikely to be related to the use of bioglue.

Event description:
According to the report, an ascending aorta replacement was performed for acute stanford type a aortic dissection. Bioglue was applied to the proximal false lumen. De-airing and priming of the syringe was performed. The target field was dry and the cusp and other areas were protected by wet gauze when bioglue was applied. Aortic regurgitation was found by an ultrasound scan in (B)(6) 2014 and re-operation was performed. Two perforations were confirmed. One perforation was approximately 5mm to 8mm and the other was 2mm; they were located at the left coronary cusp. No infection was present and a culture was not taken. There was no "condyloma" or external injury on the cusp or any tissue and the patient did not have a fever, therefore there is no possibility of infection. The cusp and other tissue were protected with wet gauze and approximately 3 to 4ml of bioglue was applied only to the proximal false lumen.